Event description:
After an implantation time of about 5 weeks, an increase in the pacing threshold and sensing loss were reported. The lead was explanted and returned for analysis. A deformation of the shock coil was noted on the explanted lead. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. The visual inspection showed deformations at the distal shock coil, which are also mentioned in the clinical complaint. Further inspection showed a deformation at the fixation screw of the lead. These damages can probably be traced back to a strong mechanical stress during the operation. The analysis did not discover any deviations that could be related to the clinical complaint of sensing loss. In particular, the measurement values of the electrical analysis were within the specification. During the analysis of the memory data of the iforia, it was detected that the cause for the incorrect time stamp in the follow-up data was a erroneously set date at the programmer during the follow-up on 06/29/2016. There were no indications of a material defect or manufacturing error.